Event description:
A 4 year-old girl, was originally implanted on july 31, 1997. In december, 1997, she returned to the implant ctr for a routine device eval. At the time it was noted that two electrodes had impedance readings of 999k. The decision was made at that time to monitor device performance over time. Over the course of the next several months additional electrodes began exhibiting high impedance measurements. On october 1, 1998 the implant ctr contacted advanced bionics to report that pt's performance had been deterioriating as a result of the loss of functioning electrodes and that the decision had been made to explant her device. Revision has not yet been scheduled. An advanced bionics engineer will be present at the revision surgery.